Event description:
Info received indicates the siderail will not latch.

Manufacturer narrative:
The technician found the latch cover on the left foot siderail causing the siderail to not latch. The technician reinstalled the latch cover to repair the bed.